Event description:
A malfunction was reported on the pump, identified by a code indicating a momentary power loss to the vibrator motor. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned.